Event description:
The customer obtained a biased quality control result. Although this event occurred at a veterinary clinic, the circumstances are consistent with a malfunction that could have caused a falsely elevated glucose result in a human subject to be reported.